Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: m477565 was reported, however, this is not a lot# manufactured for this product line. Medical device expiration date: unknown. Initial reporter phone #: unknown. PMA / 510(k)#: k980987 ((B)(4)) k151766 ((B)(4)). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use foreign matter was discovered floating in syringe with a bd syringe 3ml ll 200 s/c. The following information was provided by the initial reporter: it was reported that the customer reported a small piece of silver floating in the insulin filled syringe. Number of occurrences - [1]. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - 3 ml syringe pn 309657. Product lot # - [m477565 from the box]. Did issue cause any injury? - no. Did customer require medical intervention? - no.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use foreign matter was discovered floating in syringe with a bd syringe 3ml ll 200 s/c. The following information was provided by the initial reporter: it was reported that the customer reported a small piece of silver floating in the insulin filled syringe. Number of occurrences [1] did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue 3 ml syringe pn 309657. Product lot # [m477565 from the box]. Did issue cause any injury? No. Did customer require medical intervention? No.